Event description:
The customer reported that the "touchscreen does not work". There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 22/aug/2018. Date received by manufacturer: 29/jun/2018. The touch screen was returned for evaluation. During further investigation (fi), a visual inspection of the touchscreen assembly revealed scratches / dents on screen. The touchscreen assembly was installed in a test unit and the user interface assembly was installed in an fi test ventilator. The touchscreen assembly was inspected and two scratches/dents were noted. The touchscreen calibration and the touchscreen assembly diagnostics were performed but deviation on diagnostics was too severe to complete. The cause of the scratches was not determined.